Manufacturer narrative:
Product labeling addresses the low sodium results in the presence of lipemia. Product labeling states "pseudohyponatremia may be seen with lipemic specimens as a result of fluid displacement." The customer understands the sodium results are falsely low due to pseudohyponatremia and the customer has implemented a rule on their instrument to hold lipemic samples. The investigation did not find a definitive root cause for the low potassium and chloride results.

Manufacturer narrative:
Unique identifier (UDI)# (B)(4).

Event description:
The customer complained of a questionable ise indirect na, k, cl for gen.2 results for 3 samples from the same patient tested on a cobas 6000 c (501) module compared to both a radiometer abl and a siemens rapidpoint 500. The following results apply to the patient's first sample. The initial sodium result was 125 mmol/l with a repeat result of 137 mmol/l. The initial potassium result was 3.6 mmol/l with a repeat result fo 4.1 mmol/l. The initial chloride result was 89 mmol/l with a repeat result of 103 mmol/l. The following results apply to the patient's second sample. The initial sodium result was 124 mmol/l with a repeat result of 137 mmol/l. The initial potassium result was 3.6 mmol/l with a repeat result fo 4.2 mmol/l. The initial chloride result was 91 mmol/l with a repeat result of 105 mmol/l. The following results apply to the patient's third sample. The initial sodium result was 128 mmol/l with a repeat result of 138 mmol/l. The initial chloride result was 94 mmol/l with a repeat result of 106 mmol/l. The customer tested the third patient sample on another cobas c501 and the results were similar to the original cobas c501 results. The specific results from the other cobas c501 are sodium 128 mmol/l, potassium 3.82 mmol/l, chloride 93.9 mmol/l. The erroneous results were released outside of the laboratory. The repeat results were from either a radiometer abl or a siemens rapidpoint 500 and were deemed to be correct as corrected reports were issued. The customer stated that they were unaware of any adverse event. Qc results were acceptable. The sodium, potassium, and chloride electrode lot information was requested but was not provided. The customer believes the issue is related to the patient's samples as the patient had a very high triglyceride result and the patient samples were lipemic.